Event description:
Boston scientific received information that the patient with this device system was lost to follow up. Upon recent device interrogation, this device had declared end of life (eol). Additionally, right atrial (ra) lead pacing impedance measurements had been less than 100 ohms for approximately one year. A revision procedure was performed and the ra lead was surgically abandoned and the device was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.